Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient h3: analysis of the 97745 controllers (ptm) (s/n (B)(6) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was that it was not working or charging. Agent attempted to clarify with the pt and asked the pt if they were having issues recharging the ins or the controller from the ac power supply; pt said from the wall. Agent attempted to confirm with the pt that the controller would not recharge from the ac power supply, however pt said that it comes on but when it goes to battery it stays stationary and doesn't charge. Agent attempted to clarify the issue again with the pt and pt said that it increased for their back but after that it stopped working so they couldn't charge the modem itself. Agent understood that they were able to recharge the ins but the controller was not charging from the ac power supply. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; (patient noted that they had arthritis in their hands, so it was a little hard for them to operate and remove the battery from the controller) the controller did not power on. Pt confirmed seeing the ac power supply green light on. When patient service specialist asked the patient for the event date, patient stated that it had been like three days ago. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt mentioned during the call as well that the controller serial number was small and hard to read.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.